Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The user performed multiple restarts, but the issue persisted. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the host pc was not starting. To resolve the issue, the fse reseated the connection and pcbs of the host pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.